Event description:
It was reported that post-implant procedure the right ventricular (rv) lead caused perforation leading to pericardia effusion and tamponade. Additionally, the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The lead exhibited undersensing and high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.